Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported a no delivery alarm. The customer's blood glucose was 258 mg/dl at the time of incident. The customer's blood glucose was 296 mg/dl at the time of call. The customer stated that her blood glucose reached 503 mg/dl. The customer stated that she had high blood glucose reading of 437 mg/dl, 392 mg/dl and 397 mg/dl. The customer stated that she treated her high blood glucose with bolus. The customer stated that she felt dizzy and tired. The customer performed self-test and the insulin pump passed. The customer was sent a tubing clamp. The insulin pump will not be returned for analysis.